Event description:
The patient was revised due to tibial bone collapsed.

Manufacturer narrative:
Evaluation was not possible as the product was not returned. A search of the complaint database did not reveal any other reports for the reported product lot number. The investigation could not verify or draw any conclusions about the root cause of the reported "tibial bone collapse". No evidence was found suggesting product contribution to the reported event and the need for corrective action is not indicated.